Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the thresholds were starting to rise over the past two months. It was also reported that the device is approaching elective replacement indicator (eri). The lead and device remain in use. No patient complications have been reported as a result of this event.